Event description:
A surgeon reported that a notch was noted on the margin of an intraocular lens (iol) after it was placed in the eye. The wound was widened to allow removal of the lens and replacement with a different iol. The surgeon stated there were no further adverse consequences.